Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's cousin reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 77 mg/dl. The customer's cousin stated that buttons are not responding and device stop working. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.